Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the blade rotated and the device operated as intended during evaluation.conclusion: the actual device used to complete the procedure in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the blade rotated and the device operated as intended during evaluation.

Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2012. During the procedure, the device worked normally at first. After that, the blade did not rotate though the blade came out from the sheath. The surgeon reconnected it, but the situation was same. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch mt216541 mfg date: 04/04/2012, exp date: 04/30/2014. Batch mt217059 mfg date: 05/29/2012, exp date: 05/31/2014. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.